Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the paramedics were called. Customer's blood glucose was 38 mg/dl. Customer's blood glucose at time of call was 226 mg/dl. Customer was wearing the device when the paramedics were called. During troubleshooting, found customer had blood glucose at 576 mg/dl customer may have over delivered the bolus and caused low blood glucose. Customer will not be returning the device for analysis.